Event description:
Customer reported plugged high pressure fitting in bay 1 of the system 83 plus 9 washer disinfector.

Manufacturer narrative:
There were no reported patient injuries at the time of this report. The reported symptom for bay 1, of high pressure port restricted flow, could not be confirmed on the returned part as the part was removed and destroyed prior to the service technicians assessment. There was evidence of mineral build up reported on the fitting obtained from customer site visit displaying the mineral and lint inside the 1/8" high pressure male hose barb (black) (1/8" mpt x 1/8" barb) , p/n 11057, causing the flow of water through the adapters to be restricted. The customer stated that the endoscopes processed that day were reprocessed in a different working unit. On (B)(4) 2014, the facility staff were provided further training by custom ultrasonics on performing daily checks, applicable technical bulletins, and on the use of the device. Root cause: preventative maintenance not being followed, use of hard water, and type of disinfectant.